Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to loss of capture caused by unknown reasons. The patient was 100% inappropriately paced for the past several years due to this issue. No additional adverse patient effects were reported.